Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 121, 220 and 193 mg/dl. The customer¿s expected am fasting blood glucose test result is 100 mg/dl and expected pm fasting) blood glucose test result range is 115-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 05/30/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 121 mg/dl date:(B)(6) 2023 time: 9:57pm fasting. Result 2: 220 mg/dl date: (B)(6) 2023 time: 9:55pm fasting. Result 3: 119 mg/dl date: (B)(6)203 time: 8:06pm fasting. Result 4: 193 mg/dl date: (B)(6) 2023 time: 5:18pm fasting. Result 5: 137 mg/dl date: (B)(6) 2023 time: 10:32am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation - customer returned the incorrect meter. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.